Manufacturer narrative:
Insulin pump was received with blank display due to cracked and bleeding on lcd glass. Unable to verify missing segments/partial display due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump took an impact and the battery was out and it was alarming. The customer¿s blood glucose was 140 mg/dl. Customer stated that the insulin pump had partial display. Customer also stated that the insulin pump had cosmetic damaged. The customer was advice to discontinue use of the insulin pump and revert to backup plan per. The device will be returned for analysis.